Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge a battery) was confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The failure was due to contamination on the battery board pca, a shorted q1 current-controlling transistor on the bedside pca and y1 crystal oscillator was open. The shorted components was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There were no adverse events associated with the charger malfunction.

Event description:
A us distributor reported a battery charger was unable to charge a battery.